Manufacturer narrative:
Expected to be passed via normal peristalsis. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, prior to the procedure the biopsy cap was pre pierced and there was no noticeable damage. During the procedure a rx sphincterotome had a hard time being passed through the biopsy cap, as if something was jammed in the scope. The user removed the tome, and then biopsy forceps were used to try and retrieve the dislodged sponge. However, the sponge was pushed through the scope and into the patient's duodenum. The forceps were then used to try and retrieve the sponge from the patient, but it was unsuccessful. A decision was made by the physician to let the sponge pass naturally. The procedure was successfully completed with this device. There were not patient complications reported as a result of this event. During this time period when the physician was searching for the sponge the patient was said to be stable. The patient's condition at the conclusion of the procedure was reported to be fine.